Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete.additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The product analysis was complete. When the catheter was unpacked from the sterile package some hanging particles were noted at the proximal end. There was no damage noted to the packaging itself. One non sterile 5f diagnostic catheter was received coiled in a plastic bag. A flash was found around the hub thread. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The flash on hub reported by the customer was confirmed and it is related to the manufacturing process. Malfunction notification was sent to product safety designee for escalation process. A risk assessment has been initiated to evaluate this issue. The major contributing factors to this event appear to be manufacturing related.

Event description:
The product was stored per the instructions for use. There was no damage noted with the packaging prior to use. No additional information was available.

Event description:
Technician did unpack the tempo from the sterile package and noticed that on the hub of the catheter there were still some little polymer particle hanging. The product was not used on the patient and will be returned for analysis.